Event description:
On (B)(6) 2009, I underwent a left total hip arthroplasty. I received a depuy 300 series press-fit porous coated spike acetabular component and all metal acetabular liner size 13 high offset ha coated corail press-fit stem in a 36 plus 1.5 femoral head. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: degenerative joint disease left hip.